Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. A gram stain and subculture were used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: customer reported false positive from (B)(4). Gram stain - no organism seen, subcultured performed and reloaded into the machine. Lot 1238839 provided."

Event description:
It was reported that while using bd bactec¿ lytic/10 anaerobic/f culture vials (plastic) false positive results were obtained by the laboratory personnel. A gram stain and subcultre were used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " customer problem: customer reported false positive from case (B)(4). Gram stain - no organism seen, subcultured performed and reloaded into the machine. Lot 1238839 provided.".

Manufacturer narrative:
Investigation summary: customer reported a false positive defect. Bd was unable to reproduce customer experience with the bactec product. A false positive response was not observed when retention samples were tested. Batch history records were reviewed, and all testing were within specification for product release. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Users are cautioned in the package insert under limitation of the procedure: ¿a gram-stained smear from culture medium may contain small number of non-viable organisms derived from media constituents, staining reagents, immersion oil, glass slide and specimens used for inoculation. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Complaint is unconfirmed based on retention samples and batch history record review. No correctives actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Plot/log file review: there were three plots, which all showed noisy signal. This signal noise can be caused by physical / environmental / electrical disruptions or events. H3 other text : see h10.